Event description:
Update: (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. (B)(6) indicated patient was revised due to pain, stem and head were exchanged. The stem was added to the complaint. Records are available on external hard drive if needed for further review.

Event description:
Litigation alleges that the patient suffers from severe pain, discomfort, inflammation, and a popping/snapping sensation. It is also alleged that the patient suffers from toxic amounts of cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant.

Manufacturer narrative:
Examination of the returned instruments confirms the reported observation. The root cause is attributed to wear out and misuse. The leaf spring is visibly bent and the instrument has been heavily and inappropriately impacted on all sides. The device was manufactured in july 2004 and is more than eleven years into distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Pfs indicated patient was revised due to pain, stem and head were exchanged. The stem was added to the complaint. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.